Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. After performing predilation with a 2.0mm non-bsc balloon catheter, a 2.75mm x 12mm nc emerge® balloon catheter was advanced for further dilatation of the proximal part of the lesion. On the first and second inflations, the balloon was inflated at 16 atmospheres. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and was changed with a 3.00mm x 12mm nc emerge® balloon catheter. The 2.5x33 and 3.0x38 non-bsc stents were implanted and the 3.00mm x 12mm nc emerge® balloon catheter was then re-advanced for post dilation completing the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. After performing predilation with a 2.0mm non-bsc balloon catheter, a 2.75mm x 12mm nc emerge balloon catheter was advanced for further dilatation of the proximal part of the lesion. On the first and second inflations, the balloon was inflated at 16 atmospheres. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and was changed with a 3.00mm x 12mm nc emerge&#59394;balloon catheter. The 2.5x33 and 3.0x38 non-bsc stents were implanted and the 3.00mm x 12mm nc emerge balloon catheter was then re-advanced for post dilation completing the procedure. No patient complications were reported and the patient's status was good.